Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the issue. The stm found the iab tubing and safety disk did not fill with helium and the shuttle pressure did not reach initial purge level. The stm replaced the drive manifold and performed leak tests again. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) sensor malfunctioned. No patient harm, serious injury or adverse event was reported.

Event description:
It was originally reported that a censor of the cs300 intra-aortic balloon pump (iabp) was failing, and that it was unknown if a patient was involved; however, no patient harm or injury were reported. It was later reported that autofill failures had occurred during initial use with the cs300 intra-aortic balloon pump (iabp). No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp unit and was able to reproduce the reported issue. The fse found that the iabp unit was failing leak tests, and troubleshoot the issue with slow/leaking k7 solenoid valve. The issue was also identified in the logs. To fix the issue, the fse replaced the drive manifold and performed leak tests again, and all tests passed. The iabp unit was able to autofill in normal operating mode. The fse then completed a preventive maintenance (pm) with all calibration,functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.